Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent an explant surgery in the left eye to remove a preloaded multifocal toric intraocular lens (model drt300). The procedure was prompted by the patient's inability to adapt to negative dysphotopsia and reported poor vision. The surgery was completed successfully, with no complications such as capsule tear, unplanned vitrectomy, incision enlargement or sutures. The patient is currently in the healing phase. No additional information was provided. The patient underwent bilateral lens implantation. This report pertains to the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
Corrected data: in review of the initial MDR report, a typographical error was identified in section g4 (PMA/510(k) number) which an incomplete value "980040" was entered in place of "p980040." The information has been corrected in this supplemental MDR report and the following field was updated accordingly. Section g4: PMA/510(k) number: p980040. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: november 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut into two pieces. No issues that could contribute to the complaint issue were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.